Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, excessive force was required to pull the catheter back into the sheath. It was noted that the slide button would not slide as expected and had more tension than expected. After the catheter was removed from the patient, it was observed that the array was kinked. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the psc100 loop catheter with lot number 0012350766 was returned and analyzed. Visual inspection was performed and the catheter exhibited a kinked spiral array between electrodes 1-2 and 4-5. The guide wire lumen was also kinked. The capture device adapter was detached upon receipt. The steering function was not normal as the slider was stuck, but deflection was normal with approximately 170° rotation in both directions. The slide function performed as expected. The adapter was detached, capture device shape showed no atypical features. The catheter was connected to a test catheter interface cable without resistance, and the connection was secure, indicated by both latches fully engaging. The slide control function was jammed, and the slider could not be advanced completely. A kink was observed along the extended portion of the guide wire lumen when the slide control was fully advanced. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connecting to the generator via a catheter interface cable, and therapy deliveries were successfully performed. Hipot verification was performed and confirmed the integrity of electrode wire insulation. Electrical continuity testing revealed intact electrode wires with no detachment or breakage. The proximal inner diameter of the capture device adapter measured 0.165 inches. The outer diameter of the capture device (without adapter) measured 0.168 inches. No defects were observed, and measurements were within tolerance. In conclusion, the kink issue was confirmed and the loop catheter failed the returned product inspection due to a guidewire lumen kink, a distal arm pebax tube pinch, a pebax tube kink, and the capture device detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.